Event description:
During the device evaluation, it was observed that the coating of the insertion tube peeled off (1 mm 2 or more) of the tracheal intubation fiberscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the coating of the insertion tube peeled off (1 mm 2 or more) of the tracheal intubation fiberscope. Based on the results of the investigation, it is likely that the following led to the malfunction: stress from use, external factors, or handling. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: instructions, operation manual chapter 3 ¿preparation and inspection 3.2 inspection of endoscope. Should additional relevant information become available, a supplemental report will be submitted.